Event description:
It was reported that, "gap cup screws used with tritanium primary cup".

Manufacturer narrative:
One more gap plate screw catalog # 2080-0025, lot code n0rmne, sterile lot mshen25 manufactured on september 25, 2008 was listed in this report. None of them was determined to cause or contributed to the reported event. DHR and tritanium primary surgical protocol review performed. Summary of eval: the results of the investigation indicate that the use of the gap screws during the implantation of the tritatnium primary system was contraindicated according to the tritanium primary surgical protocol. An eval of the reported screws cannot be performed as they remained implanted in the pt and were not returned to the MFR.